Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. A non-abbott guiding catheter was also returned. Visual inspection revealed no damage to the vacuum relief hole as well as a bend 2.92¿ from the distal tip. The sheath hemostasis cap inside diameter measurement was within specifications. No anomalies were noted when a dilator from current inventory was inserted or when the returned guiding catheter was inserted. Review of the device history record was not possible as the lot number is unknown. Based on the received condition of the device and the information provided, the cause of the catheter insertion difficulty and subsequent perforation could not be conclusively confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
When attempting to advance a non abbott catheter through the agilis sheath during the procedure, the catheter went through a side hole of the sheath and caused a perforation in the coronary sinus which led to a pericardial effusion. The effusion was confirmed on ice, heparin was reversed and the pericardium was drained which resolved the effusion and the case proceeded with no further concerns.